Manufacturer narrative:
Preliminary analysis showed that the root cause could be linked to a an issue in the communication protocol between the programmer and the programming head or to an hardware problem linked to the programming head.

Event description:
It was reported that the physician could not re-program some parameters during a pacemaker interrogation. However, these parameters were changed successfully with another programmer. It should be noted that some messages were displayed on the subject programmer while trying to use it. An investigation is required to explain the reported behavior.

Event description:
It was reported that the physician could not re-program some parameters during a pacemaker interrogation. However, these parameters were changed successfully with another programmer. It should be noted that some messages were displayed on the subject programmer while trying to use it. An investigation is required to explain the reported behavior.

Event description:
It was reported that the physician could not re-program some parameters during a pacemaker interrogation. However, these parameters were changed successfully with another programmer. It should be noted that some messages were displayed on the subject programmer while trying to use it. An investigation is required to explain the reported behavior.